Event description:
It was reported that the ilet user required assistance performing a full supply change for the insulin delivery system using an inset 6 mm infusion set, experienced difficulty locating a new connector, and then encountered multiple failed infusion set deployments with mixing of old and new tubing before successfully attaching a new site and priming to visible drops, after which insulin delivery was resumed. No reported symptoms or adverse clinical effects. Outcomes included successful restoration of insulin delivery without alarms or hospitalization and shipment of replacement connectors, along with troubleshooting and user education. Investigation included technical support guidance during the supply change and verification of priming with drops observed. Investigation of this case revealed user handling and technique issues related to infusion set deployment and connector attachment, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set and tubing setup.